Event description:
There has been no adverse event. No patients were impacted. A software implementation error has been identified. This issue concerns the dose tracking functionality in raystation 8a, 8b, 9a, 9b, 10a, and 10b, including some service packs, when used in combination with raytreat. When using more than one plan in a treatment course, the "total dose" display in dose tracking may be incorrect. There may be a mismatch between the fractions that appear as selected in the treatment course list in dose tracking and the fractions that are included in the dose summation.

Manufacturer narrative:
A software implementation error has been identified. The bug only affects raytreat users and only the "total dose" when using more than one plan in the treatment course. "Accumulated dose" and other options in dose tracking are correct. In the event that a clinical decision is based on the incorrect dose display, this could lead to a decision to continue treatment, when in reality a risk organ should be displayed with dose out of tolerance. This could lead to local over-dose in a risk organ.

Event description:
Follow-up of report rsl: MDR 3007774465-2023-00030 77748 rs raytreat and dose tracking. There has been no adverse event. No patients were impacted. A software implementation error has been identified. This issue concerns the dose tracking functionality in raystation 8a, 8b, 9a, 9b, 10a, and 10b, including some service packs, when used in combination with raytreat. When using more than one plan in a treatment course, the "total dose" display in dose tracking may be incorrect. There may be a mismatch between the fractions that appear as selected in the treatment course list in dose tracking and the fractions that are included in the dose summation.